Event description:
It was reported that patient underwent an uneventful dual chamber device implant procedure and patient remained in the hospital for other reasons. Upon device interrogation no capture issue was observed on the atrial channel and lead dislodgment was confirmed via chest x-ray. No ventricular arrhythmias were observed. Programming changes were made. Physician elected to not reposition or extract the lead and instead continue to monitor the lead. No further information available.